Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. After a non-bsc guide wire was crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.